Event description:
Smart "self expanding stent" deployed in distal aorta instead of left illiac. No apparent harm to the pt. Cardiologist states stent "jumped forward", water-meloned. Another stent was placed successfully.